Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter, serial number: (B)(4), compared to an unknown laboratory method. On 05-jul-2022 the meter result at 7:55 am 5.7 inr. The laboratory result was 4.2 inr. (Unknown time). On 12-july-2022 the meter result at 8:52 am was 5.3 inr. The laboratory result was 3.7 inr. (Unknown time). The customer has a therapeutic range of 2.5 inr to 3.5 inr. She tests every 1 - 2 weeks. The customer warfarin dose therapy has been increased and decreased recently. There is no harm due to the dose change. The customer's medications have changed, their diuretics' and fluid pills were increased. There were no changes in diets.